Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. The exact date of syncope was not immediately known as the patient did not present to the hospital right away. Review of stored device memory noted to tachycardia episodes, however, it was not known if the episodes correlated with the syncope. No additional adverse patient effects were reported. This product remains implanted and in service.